Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient felt dizzy, nauseated, sweaty and a numb face. The patient felt like they were going to pass out. The patient was unable to dial 911, but the son was able to. Patent vomited into a bag multiple times. The patient was wearing the pod between 4 and 24 hours on their leg. The emergency medical service (ems) came and the patient was transported to the hospital. The patient stated that they were still wearing the pod when they were admitted to the hospital and wore it until an hour before they were discharged. Patient was diagnosed with hyperglycemia. The patient was treated with intravenous therapy that included zofran for the nausea. Patient had blood taken to be tested and provided urine samples as well. The patient's blood glucose, carbohydrate, and insulin history are as follows: time bg(mg/dl) cho(g) bolus(u) (B)(6).

Manufacturer narrative:
Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. The drive mechanism and needle mechanism of the device were inspected, and no issues were found that would affect the device¿s ability to deliver insulin. No timeouts or drive stalls were observed on the data.